Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the most recent occlusion, the customer changed the infusion set site and resumed insulin delivery. The customer could not recall the past blood glucose (bg) level; the current bg was 150 mg/dl. A cause of the past occlusion could not be determined and as the customer changed the infusion set after the most recent occlusion, troubleshooting was unable to be performed to determine a possible cause of the occlusion.